Event description:
Customer reported the insulin pump alarmed button error and customer was not pressing any buttons. Customer's blood glucose was 137 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. No cosmetic damage noted.